Event description:
Customer reported receiving a glucose reading of 300 mg/dl from her precision xtra meter after taking 35 units of her insulin medication. Customer reported calling her doctor and was advised to take additional 10 units of insulin. As a result, customer experienced symptoms of hypoglycemia and loss of consciousness. Customer reported going to a health care facility where she was being treated with unknown medication. There was no report of diagnosis, death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: customer was using expired test strips in her adc meter.